Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - please confirm whether suture breakage or needle suture pull-off occurred. - were there any patient consequences? - how long was the surgery prolonged due to this issue? - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - what tissue was being sutured when the event occurred? - was there any change in the patient¿s post operative care due to the prolonged procedure? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent c-section on (B)(6) 2025 and suture was used. During the process of suturing the wound with the suture for the pregnant woman after delivery, the problem of pulling off suture needle happened. The suture was replaced with a new one, and the operation was interrupted and the operation time was prolonged due to suture breakage. No adverse patient consequences were reported. Additional information was requested.